Manufacturer narrative:
No device returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed following from an external and internal investigation that outside was in good condition and debris in filter port, blower exit, under flaps, inside of top panel of device, inside of front panel of device, inside back panel of device, inside bottom panel of device, on top of blower unknown black dust and debris in blower exit. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.